Manufacturer narrative:
Cont'd from medical device: (2)bd 50ml syringes, therapy date (B)(6) 2017. The customer¿s report of a communication error was confirmed. During inspection, it was observed that all of the iuis from the returned pcu and syringe modules were dull, with some also slightly discolored and showing signs of corrosion. Analysis of the pcu event log shows that at 8:44 pm on (B)(6) 2017 the two syringe modules that were infusing on the right side (syringe module s/n (B)(4) infusing epinephrine 0.9mg/60ml at a rate of 1.55ml/hr and syringe module s/n (B)(4) infusing dopamine 48mg/60ml at a rate of 1.66ml/hr) experienced a channel disconnect. Functional testing replicated a channel disconnect between the pcu and syringe module s/n (B)(4). The root cause of the communication error was identified as dull and corroded iui connectors.

Event description:
The customer reported that epinephrine at 0.1 mcg/kg/min and dopamine at 8 mcg/kg/min were infusing via syringe pump modules attached to the right of the pcu. Both modules stopped with communication error messages. The nurse addressed the alarms and tried to reprogram the infusions but the system displayed an "unable to program" message. New modules were obtained and the infusions restarted. The patient experienced a temporary drop in blood pressure with no lasting effect. Additional modules attached to the left of the pcu were infusing unspecified fluids/medications with no issues noted. The event occurred in the peds ICU.